Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken lens in the optical system was likely due to excessive use. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that the customer oes elite high definition autoclavable telescope ¿lens is broken inside¿. The customer reported problem was found during an unknown event. No death, injury or harm to patient or other was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported problem, broken lens in the optical system. The meniscus lens under the distal objective lens is loose and chipped. The rigid outer tube shaft is bent. No moisture found. The scope was previously serviced via repair on (B)(6) 2022 . The device was found to broken lens in the optical system, broken meniscus lens and a bent outer tube. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.